Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced an issue where the infusion set came off. The set was inserted in the abdomen and bleeding was observed at the insertion site on (B)(6) 2026.